Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was returned from the customer (exact date of product return, unknown) . The cause of inability to boot up was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) did not start, system check did not function. The customer had another aic onsite they were able to utilize. There was no reported harm to the patient.